Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction alarm. Customer had elevated blood glucose (bg) levels (approximately 300 mg/dl). Customer delivered a bolus to address elevated bg levels. During troubleshooting with tandem technical support the malfunction alarm was able to be cleared and insulin delivery resumed.